Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal inguinal hernia repair, the port where you attach the bulb pump to broke off of the trocar or the connection snapped and they were not able to inflate the balloon and had to pull another unit same code that was used successfully. There was no patient injury.